Event description:
It was reported a vns therapy patient's generator could not be successfully interrogated with the programming system. The physician is able to palpate the generator to capture wand placement. Good faith attempts to obtain additional information have been unsuccessful to date.